Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/05/2021. Additional information: h6 additional h3 investigation summary: a photo was received. Upon visual inspection of the photo, two boxes of product code 751g, one with lot# jhk537 and the other with lot# qamjta could be observed. In addition, all data register at the box is according to the finish good requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please specify patient consequences if any for each patient? What is the name of the procedure? What is the procedure name and date? What is the event date? Was the outer case that the package arrived in damaged? Where did you receive the product from (ethicon, distributor, etc)? Was the suture seals on the foil still intact? Was the packaging torn prior to opening of the package? Was any quality deficiency/non-conformance noted with each of the individual devices before use, during use, during post-op examination or during re-operation if performed? Please explain in more detail "customer received, at two different times" please clarify: "surgeon noticed differences in strand as well" do you mean on the labeling identification of the strand on the box? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a customer received, at two different times, boxes of suture with different lot numbers. The description of the needle is different on the two boxes and surgeon noticed differences in strand as well. No adverse patient consequences were reported. Additional information was requested.